Event description:
On (B)(6) 2015, the reporter contacted lifescan (B)(4) , regarding an unknown issue with their onetouch verio2 meter which occurred while the reporter was in the democratic republic of congo. The reporter stated they felt it was too hot for the meter to work there. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.